Event description:
It was reported that a home patient (hp) experienced a system error (se) alarm indicating therapy has ended on the homechoice (hc) device, during dwell 2. The hp was connected at the time of the event. During troubleshooting, there was nothing unusual noted that could have caused or contributed to the alarm. The hp would complete therapy using all new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.